Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer reported that they have high blood glucose levels of 26 mmol/l. The customer stated that they were having issues with sensor not calibrating properly. The customer treated high blood glucose levels with food. Troubleshooting was not performed related to high blood glucose. The customer reported that the current blood glucose level was 7 mmol/l. Product is not expected to return. Additional device related incident: sensor (B)(4).